Event description:
Reporter indicated that vns pt was explanted due to infection. The infection was present at both the chest and the neck incision sites. The pt was hospitalized for IV antibiotic therapy via PICC line. Both the generator and lead (including electrodes) were explanted due to wound dehiscence of the neck incision resulting in exposure of lead. The infection has reportedly resolved. Reimplant is not scheduled at this time. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.